Manufacturer narrative:
Corrections - b4: date of this report added, d3: manufacturer address and email address, d4: UDI, g1: contact office and manufacturer site, g6: report type additional information - d9: device available for evaluation and returned to manufacturer date, d10, g3, h2, h3, h4: device manufacture date, h6: impact code, method, results h10: additional narrative, h11 the bhs controller was received for evaluation. A visual inspection of the customer returned item was performed. Included was a bhs controller part no. 1068233 with serial no. D(B)(6) received in a shipping box appearing to be in good condition from the visual/cosmetic point of view. The compliance data was downloaded for the bhs controller. The compliance data indicates that the unit treated for 10 hours and was used for 37 days. Review of the DHR indicates that the unit was manufactured on june 22, 2021. No abnormal conditions were reported on the DHR. The clock lifetime of the bhs controller was 400 days. The controller automatically enters ¿end of lifetime mode¿ after 400 days. At the time of the complaint, the unit was not at endpoint. The bhs controller was reset in order to perform the burn in test. The unit ran burn-in with sample coil stand alone for ten (10) hours with ac adapter and (10) hours without an ac adapter without a problem. The compliance data was downloaded after the burn in test. The compliance report did accurately record the additional treatment time from the burn in test. Review of the signal was performed and the measurements were within specification. The failure was not confirmed for the reported condition of "bhs unit is causing pain due to its weight". The controller was tested and operates as intended. Review of complaint history identified (16) total complaints from (sep 29, 2020) to (sep 29, 2021) for pn (1068234) and events related to (pain). Keyword search criteria: (complaint code: medical: pain) the search could not be specified further because the main complaint was pain. Review of the information provided by the customer and the findings from the investigation indicated that no physical and/or device functional condition could be found that could be considered a causal factor for the reported complaint of "pain". No failure and/or fault condition could be found and confirmed. Therefore, no further actions are required at this time. Highridge medical will continue to monitor for trends. Device usage: this device is used for treatment. A follow-up report will be sent if additional information is obtained that adds value to the relevant content of this report.

Event description:
It was reported by the sales rep that the bhs unit is causing the patient arm pain because it is too heavy. She would like to try the orthopak instead. The patient will be sent an orthopak assembly and the bhs unit will be sent back.

Manufacturer narrative:
(B)(4). Date of event: (B)(6) 2021. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is complete, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported by the sales rep that the bhs unit is causing the patient arm pain because it is too heavy. She would like to try the orthopak instead. The patient will be sent an orthopak assembly and the bhs unit will be sent back.